Event description:
The customer tested his blood glucose and received a reading of 490 mg/dl using his contour meter. He retested using another meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 199 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.